Event description:
It was reported the right atrial (ra) lead became dislodged soon after implant and was found at interrogation the following morning. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 ipg, (B)(6) 2014. (B)(4).